Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the cadiere forceps instrument became jammed and could not be placed in the correct position. There was no report of patient involvement or patient injury.